Event description:
It was reported that during a davinci si surgical procedure, while using the mega suture cut needle driver instrument, the instrument was not being recognized by the davinci robot system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to duplicate the customer's reported complaint of instrument not being recognized by the davinci robot system. Engineering observed that one grip close cable was found to be broken at the distal idlers pulley. The idler pulley was able to spin freely; the instrument also exhibited some dents damages on the edge and the surface. The cable segment sticks out at wrist. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.